Event description:
Information was received based on a (B)(4). (B)(6) patients that underwent a primary total hip arthroplasty between 2008 and (B)(6) 2011 receiving (B)(4) m2a-38 acetabular systems. Subsequently, the (B)(4) reported that by (B)(6) 2012, approximately twenty (20) revisions were reported for unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the events. It is likely that these revisions have already been reported; however, it cannot be determined based on the limited information made available in the (B)(4). Should additional information relating to the events be received, the updated information will be forwarded to the FDA.